Manufacturer narrative:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) was inflated to white-black-white, but during retraction the 6mm balloon did not stop at the arteriotomy site and instead pulled through the vessel. The balloon pulled through intact. Manual pressure was applied to stop the bleeding. A hematoma formed immediately following balloon retraction. There was no additional reported patient injury. There was no scar tissue present in the vicinity of the puncture site. Excessive tension was not applied to the device. There were multiple sheath exchanges prior to the use of the mynx. The user is certified. A 6f sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. There were no damages found on the device or device packaging prior to opening. The device was stored and prepped in accordance with the instructions for use (IFU). One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 and button 2 were not depressed. The stopcock was found open with a cordis mynx syringe detached from the unit. The sealant was present in its manufactured position and fully covered by the sealant sleeves. With respect to the sealant sleeve condition, no abnormal conditions were observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated and not retracted, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. Dimensional analysis was conducted to verify the inflated balloon diameter, using a calibrated go/no-go fixture. The results of the analysis demonstrated that the dimensions were within specification. An inflation/deflation functional analysis was performed. No issues related to the reported event were observed, as the balloon inflated and deflated as expected. The reported event of ¿balloon-pull through¿ was not observed through analysis of the returned device since the device passed dimensional and functional analysis with no other anomalies noted. Additionally, the reported event of ¿haematoma¿ could not be observed as a procedural image of the condition was not provided for review. The exact cause of the issues experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, access site vessel conditions (multiple sheath exchanges were performed prior to the use of the mynx device) and/or procedural/handling factors likely contributed to the reported pull through experienced and the subsequent hematoma, especially since there were no anomalies noted to the balloon during analysis. According to the IFU, which is not intended as a mitigation, the device preparation instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. While in use, the user is instructed to pull gently on the device handle until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. Failure to completely purge the device of air during the prep phase along with excessive tension applied to the device during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces. The collapsed balloon can then be pulled through the arteriotomy, resulting in removal of the device and access. It should also be noted that multiple sheath exchanges can impact the arteriotomy site due to additional trauma to the vessel, and can compromise the integrity of the arteriotomy. Neither the product analysis, nor the information available for review suggest that the issues experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) was inflated to white-black-white, but during retraction the 6mm balloon did not stop at the arteriotomy site and instead pulled through the vessel. The balloon pulled through intact. Manual pressure was applied to stop the bleeding. A hematoma formed immediately following balloon retraction. There was no additional reported patient injury. There was no scar tissue present in the vicinity of the puncture site. Excessive tension was not applied to the device. There were multiple sheath exchanges prior to the use of the mynx. The user is certified. A 6f sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of pvd/calcium in the vicinity of the puncture site. There were no damages found on the device or device packaging prior to opening. The device was stored and prepped in accordance with the instructions for use (IFU). The device will be returned for evaluation.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) was inflated to white-black-white, but during retraction the 6mm balloon did not stop at the arteriotomy site and instead pulled through the vessel. Manual pressure was applied to stop the bleeding. A hematoma formed immediately following balloon retraction. There was no additional reported patient injury. The device will be returned for evaluation.